Event description:
The pt experienced erratic stimulation and it feels like it changes on its own. The lead impedance measurements were greater than 3,600 ohms on electrodes 8-15, except for 12. Her device was reprogrammed around the out of range electrodes, but the erratic rate changes were still present. Additional info has been requested.

Manufacturer narrative:
(B) (4).